Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss of therapy and loss of stimulation. The patient reported that the implant has not been working for her and the pain was the same as before the implant, and was unable to feel stimulation. The patient indicated either having not receive a patient programmer or having lost it. The patient later noted that she had spoken with the secretary at the physician's office and was told that they were reviewing schedules but had not heard back from them. The patient stated that she did have the patient programmer. The patient did not seem to be aware of having a rechargeable implant, hadn't ever recharged it, and didn't recall receiving recharging components. The patient last felt stimulation three months ago.

Event description:
Additional information received from the healthcare provider (hcp) reported they needed to check the status of the implantable neurostimulator (ins) for an MRI. An attempt was made to check the ins with the patient programmer (pp) with and without the antenna attached, but there was no response from the ins, no telemetry, and only the no telemetry message was seen. According to the consumer stimulation hadn't worked for months and there was a loss of therapy. It was unknown the last time stimulation was felt or the last time the ins was recharged. The consumer went to the "spine center" but the "spine center" couldn't get the ins system to work either.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had their non-rechargeable device replaced with a rechargeable device due to it being at end of service. Impedances were checked pre-operatively and all contacts were within normal limits. After the physician replaced the battery, impedances were checked again which showed that contacts 8-15 were high, and greater than 10,000. The patient was under anesthesia at that time, so the rep. Checked the impedances again at both .70 and 3.00. Each time the impedance showed the contacts were out of range on that one lead (the patient only had one lead). The physician was asked to switch the lead over in the battery, but the lead showed the same result-out of range. The physician was then asked to switch the leads back. The rep. Asked the physician if they wanted to replace the lead, but they said no. The physician made sure the leads were inside of the battery and used the torque wrench. Another rep. Further reported that the patient was going to have a consult and possible lead revision. It was unknown if the issue was resolved at the current time. Relevant medical history includes spinal pain.